Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2005. During post-operative monitoring, unspecified medical complications were noted on (B)(6) 2011. It was further reported patient alleged pain. Subsequently, patient underwent a revision procedure on an unknown date.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-06253.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.